Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had the wrong bin barcode. A technical support specialist confirmed that an incorrect barcode was assigned to the item in the system and advised that the item must be de assigned in order to correct it. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user stated that while issuing a medication the system stated wrong bin barcode even though it was the correct one, which the user had scanned shown as (p)24. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.